Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced fungal peritonitis. It was reported, the hp developed a fungal infection (unspecified) later clarified to be fungal peritonitis and was hospitalized for the event. Treatment for the peritonitis was not reported. On an unreported date the patient's pd catheter was replaced. Five days after being admitted to the hospital, the hp was discharged. On an unreported date, the hp was switched to hemodialysis therapy. At the time of this report hemodialysis was ongoing. At the time of this report, the hp was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13b15025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. During the review of h13c21062 lot number, an exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).